Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 15 of the patient's mouth. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.